Manufacturer narrative:
The insulin pump passed  the displacement test, rewind, prime/seating test, basic occlusion test and excessive no delivery test. Unit passed run current, self test and a-21 error test. However, failed stop current due to slightly corroded battery tube. No moisture damage noted on the electronics assembly, motor, vibrator motor. The insulin pump was received with  cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a crack around the screen. The customer reported that the damage occurred during a car accident on (B)(6) 2016. The customer also reported that there was moisture and fogginess under the screen. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The device was returned for analysis.